Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser etching was readable. The tip of the instrument is broken and missed. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. A test of the hardness was also carried out with the result, that it meets the specification. Based on this the complaint is rated as confirmed and not valid from the point of view of the manufacturing site. Based on this the complaint is rated as confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the distal tip of the cannulated tap was found to be broken; the fragment was not returned. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of the device. No definitive root cause could be identified however possible root causes related to levering forces, patient bone density and/or k-wire straightness likely contributed to the failure. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Additional product codes for this report include olo. Device was not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history records: manufacturing site: (B)(4) - manufacturing date: june 20, 2013 no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon tapped down a k-wire during a navigable l5-s1 posterior lumbar interbody fusion (plif) procedure on (B)(6), 2015. As the k-wire was pulled out, the threads on the navigable cannulated tap started to peel and unravel. The peeled thread appeared to be all in one (1) piece with no fragments generated. A final x-ray taken intra-operatively showed no fragments. The surgeon used alternate methods for tapping the screws and completed the procedure successfully. A delay of approximately ten (10) minutes was noted. This is report 1 of 1 for (B)(4).